Manufacturer narrative:
Complaint conclusion: as reported, two mynx control vascular closure devices (vcd) was opened and the sealant was exposed prior to utilizing the device in the procedure. There was no reported patient injury. This was noticed upon opening the device and placing it on the table in the sterile field to be prepped. A third mynx control was opened and was successfully used for the procedure. The deployer is in training for using the mynx device. The customer states that the sealant was exposed upon opening the package. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the sealant was observed to have remained in the manufactured position as received. The procedure sheath and syringe were not returned with the device. The returned device was inspected for anomalies that may have contributed to the reported failure. No anomalies were observed. Visual inspection at high magnification showed that both sealant and sealant outer sleeve assembly were still in good condition. A product history record (phr) review of lot f1902102 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿mynx control system deployment difficulty-premature/during prep¿ was not confirmed through analysis of the returned devices. The exact cause of the issues experienced by the customer could not be conclusively determined. Based on the information available for review and the product analyses, handling factors of the device during the prep phase (exposed upon opening the package) most likely contributed to the damages found to the outer sheath of the first device. However, there were no damages noted to the second device; therefore, it is unknown what issues the customer experienced. However, it should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analyses suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot f1902102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, two mynx control vascular closure devices (vcd) was opened and the sealant was exposed prior to utilizing the device in the procedure. There was no reported patient injury. This was noticed upon opening the device and placing it on the table in the sterile field to be prepped. A third mynx control was opened and was successfully used for the procedure. The deployer is in training for using the mynx device. The customer states that the sealant was exposed upon opening the package.